Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The (B)(6) female child reported that the infusion set's tubing was detached from connector on (B)(6) 2022. The issue occurred with one infusion set prior to insertion during insertion preparation. The blood glucose level of the patient at the time of event was 275 mg/dl. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.